Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that a paramedic called into dexcom and stated he had the patient with him who wanted to have his dexcom device checked because it was ¿not reading right¿ and the ¿sensor was just about out of his skin¿. No patient symptoms were reported. No other information about the event was provided to dexcom technical support as the call was disconnected. Attempts to reach the patient back for further event clarifications were not successful. It was not specified on the call what the cause for the patient¿s call to emergency medical services (ems) was, however, it was reported the patient went to the hospital due to his dexcom device. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that a paramedic called into dexcom and stated he had the patient with him who wanted to have his dexcom device checked because it was ¿not reading right¿ and the ¿sensor was just about out of his skin¿. No patient symptoms were reported. No other information about the event was provided to dexcom technical support as the call was disconnected. Attempts to reach the patient back for further event clarifications were not successful. It was not specified on the call what the cause for the patient¿s call to emergency medical services (ems) was, however, it was reported the patient went to the hospital due to his dexcom device. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.